Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to verify a35 alarms due to motor error alarms. Unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms. A47 alarms due to corrupted history file. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a motor error alarm and a motion sensor test failure alarm on the insulin pump. Customer's blood glucose at the time was 220 mg/dl. Customer also received a motor position encoder error alarm. Customer stated that he works with mris but he removes the pump when he goes into the room and then puts it back on when he goes into the control room. Customer was advised that this was likely the cause since the MRI has such as strong magnetic field. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-53971.